Event description:
Note: the date of event is unk. It was reported to boston scientific corporation in 2008, that a flexima biliary stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure. According to the complainant, the stent would not deploy. The procedure was successfully completed with a second flexima biliary stent. No pt complications were reported as a result of this event.

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. The july 2008 g.I stents (plastic) product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.